Manufacturer narrative:
(B)(4). The investigation was completed on 02/12/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges could not be tested as the cartridge lot expired on 14-jan-2018, prior to the abbott aware date of 18-jan-2018. No deficiency has been identified for ctni cartridge lot d17172.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result for a patient. There was no patient information at the time of this report. Method: I-stat, specimen: wb, date: (B)(6) 2017, time: 19:00, result: 120 ug/l; I-stat, wb, (B)(6) 2017, 19:21, 0.00 ug/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. After several attempts to obtain information, the reporting decision was based on limited information available. The customer has not provided product or patient information regarding this event.